Event description:
The customer was hospitalized for low blood sugars. The customer stated that they had been physically working more than usual. Troubleshooting was performed on the pump and the pump passed functional tests.